Manufacturer narrative:
The reported problem could not be duplicated. The noted binding of the dial control knob is not related to the reported overdelivery. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare plum pump sets is approximately 0.15/million sets.

Event description:
Overdelivery reported. The pump was set up in the outpatient cardiac catheterization lab to deliver tridil 25mg/250ml at 6ml/hr on pump a. Approximately 2 hours later, a nurse noted that 150ml had infused. They calculated the infusion to have delivered at approximately 85ml/hr. Pumps b and c delivered accurately as programmed. The nurse states the pump knob was hard to turn. The patient did not experience any adverse effects. The pump was switched out.